Event description:
It was reported that the bottom display of the external pulse generator was missing pixels and it was further reported that the atrium sensing was out of calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).